Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut in half. Visual inspection revealed surface residue adhering to both sides of the optic body which is compatible with handling the lens in a non-sterile environment. Based on the investigation, the condition of the returned lens is consistent with the explant process and is not manufacturing related. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No issues were reported at the miq (measurement iol quality) measurement operation. No deviations or non-conformances (ncr) related to the customer claim were generated. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report where a surgeon explanted the patient's initial alcon restor intaocular lens (iol) (a reason was not provided) and implant another iol. After the new amo iol was implanted the surgeon did not like the way the lens was sitting and decided to remove it. To remove it from the eye the incision had to be enlarged and the lens was cut into pieces. No additional information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.